Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received hardware low level failures alarm (pump error 63) and motor arm failed self-test alarm (pump error 64). No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to clear alarms and complete rewind. The customer will discontinue to use the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. Successfully downloaded history files and traces using thump. Verified the pump alarmed pump error 63 variable 15 in pump downloaded history on 06/03/2023 at 14:16:47.000 due to two wire interface programming error. Pump error 63 variable 15 was triggered due to a hardware anomaly. Pump error 64 was not noted during testing or in pump's downloaded history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact missing, broken belt clip rails, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump passed all testing, however, pump error 63 variable 15 was confirmed due to a hardware anomaly. Pump error 64 was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Pump was returned for failure analysis.